Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that during surgery for toe amputation, shortly after the anesthesia was administered, the patient went into vt (ventricular tachycardia) which progressed to vf (ventricular fibrillation) and then asystole. The device did not treat the arrhythmias. The patient was externally defibrillated and the surgery was cancelled. Interrogation of the device indicated only nst (non-sustained tachycardia) episodes. It was noted that the device was at eol (end of life), having reached eri (elective replacement indicator) about three months earlier, and that the patient had been non-compliant with follow-up for about five years. The device was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.